Manufacturer narrative:
(B)(4). Sent: (B)(6) 2004. Evaluation summary: the instrument was received sterile and in good condition. The instrument was cycled, fired the remaining 20 clips conforming, and locked out as intended. No anomalies were noted.

Event description:
It was reported the device was used in a laparoscopic cholecystectomy, the clips fell off the duct. Another device was used to complete the case. There was no patient consequence.